Event description:
Analysis of the returned generator was completed. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The device showed an ifi = yes condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient was experiencing an increase in seizures for the past few months. The patient had a ¿very bad¿ seizure that caused urinary incontinence. The patient has not had a seizure that bad since before her epilepsy surgery. The patient was given a new medication during the office visit. The patient¿s device showed an ifi condition. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
Additional information was received stating that the vns patient¿s device was tested and system diagnostic results showed normal device function with an ifi condition. The physician does not believe that the patient¿s increase in seizures was related to vns. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the event. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.

Event description:
The generator was received for analysis. The returned product form indicated that the generator was replaced prophylactically due to if = yes. Analysis is underway, but has not been completed to date.